Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the (B)(6) of peritonitis in a patient coincident with dianeal pd2 unknown bag therapy for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient noted a hole in the transfer set and covered it with sterile gauze. On (B)(6) 2011, the patient noticed cloudy effluent and sought treatment. On the same day, the patient was diagnosed with peritonitis, manifested by "cloudy drain" and abdominal pain. On an unreported date in 2011, the patient received treatment with gentamycin 4 mg/l in the patient's pd solution and heparin (dose, frequency, duration not reported). Outcome for the peritonitis was reported as ongoing and improved. Action taken with dianeal therapy was not reported. The reporter did not provide an opinion of causality for the event of peritonitis in relation to dianeal therapy.